Manufacturer narrative:
The device was evaluated and the fluid level sensor was found to be defective. The output amplitude may be the root cause of the defective sensor but the exact root cause is unknown. The sensor was replaced and the console was ran/tested with no further errors.

Manufacturer narrative:
A field service engineer will travel to the facility to investigate the alleged issue. A follow-up medwatch will be filed if further information becomes available.

Event description:
A perfusionist reported an issue encountered during use of the mps console. The report states that the vent valve stayed open during delivery and he disabled the sensor and finished the case without any further issues. No patient complications were reported as resulting from the alleged issue.